Event description:
The patient never experienced therapeutic effect. The hcp determined that the patient had a cracked catheter. The catheter was revised. During surgery, the patient's dura was torn. The patient experienced a cerebrospinal fluid leak and seroma. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
All previously reported codes no longer apply. Coding for this event has been updated to reflect current coding procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jan-25. It was reported that the patient's dura was torn twice while replacing the pump.